Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 5 bd ultra fine¿ pen needles had no insulin flow during the injection, and the non-patient end needle was found missing in each of them. The following information was provided by the initial reporter: "stated during injection, no inuslin flow, (5 pen needles affected). Stated only time she primes, is when she starts a new insulin pen. Stated when she removed the pen needles that did not flow, the non-patient end, needle, was missing. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra fine¿ pen needles had no insulin flow during the injection, and the non-patient end needle was found missing in each of them. The following information was provided by the initial reporter: "stated during injection, no inuslin flow, (5 pen needles affected). Stated only time she primes, is when she starts a new insulin pen. Stated when she removed the pen needles that did not flow, the non-patient end, needle, was missing."